Event description:
It was reported that the healthcare professional (hcp) was supposed to increase the patient¿s night time dose and decrease the daytime dose while keeping the daily dose the same, but the reporter wasn¿t sure if that was what they did. The patient¿s pump was a couple of weeks old and came out of the hospital with a flex pattern one and it appeared to have been changed to simple continuous after a pump status update. Instead it looked like the hcp increased the daily dose by 9%. When the pump was programmed with the flex pattern, the patient received 10 mcg/hour for 39.98 mcg, and then the patient received 73.36 mcg/day (1.67 mcg/hour) for the next twenty hours. After the update the pump settings were changed to 73.36 mcg/day for 3.34 mcg/hour. The reporter stated that the hcp was ¿trying to get the patient where they need to be therapeutically for the pump settings and reasons for adjustments at this time.¿ the reporter noted that the patient¿s regular hcp was out on leave and the new hcp was ¿not as familiar with the pump.¿ the reporter was not in the exam room and was relaying information as told by the patient. The patient was redirected to the hcp. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Further follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).